Manufacturer narrative:
Date of removal is unk. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Ide pt was being treated for pain with narcotics, anti-inflammatories and physical therapy for more than a year. Pt was implanted prodisc-c at c5-c6. Pt returned for follow-up visit 6 years post implant, stating she is still experiencing incapacitating neck pain and upper extremity pain. Examination found no pain or tenderness during palpation of the paraspinal muscles, no sensory deficits appreciated in either right or left upper extremity. No evidence of compressive neuropathy. Shoulder negative impingement sign, no rotator cuff pathology. Full and unrestricted rom. Negative. Dysphagia/hoarseness: thoracic spine grossly normal. Lumbar spine grossly normal without any significant anatomical abnormalities. Lower extremities: no clonus (right side negative, left side negative), no pathologic reflexes, and no hyperreflexia. The pt has no gait disturbance. Plain radiographs were reviewed and show that the prodisc is intact and there is no heterotopic ossification. Pt status post artificial disc replacement, c5-6, done in 2004; new onset of neck pain and upper extremity pain, incapacitating in nature; adjacent level disease at c6-7 with degenerative disc disease. Pt presented for follow-up of MRI. MRI shows a right c6-c7 herniation. Plain radiographs taken show kyphotic deformity of the implant. Kyphosis of the prodisc implant and degenerative disc disease with a disc herniation at c6-7, and a normal emg. Pt will be revised and prodisc-c implant will be removed followed by an anterior cervical discectomy of c6-7 and then a fusion c5-7.

Event description:
Patient was returned to the operating room for revision. The prodisc-c at c5-c6 was removed and replaced with a 6mm biological spacer contact. Surgeon then performed a bilateral c7 nerve root decompression, spinal cord decompression and placed a 7mm biological spacer. Surgeon then plated the patient with a cervical plate spanning c5-c6, c6-c7.

Manufacturer narrative:
This device is used for treatment not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in treatment not diagnosis. Additional narrative: patient information provided: height = (B)(6); bmi = (B)(6). Manufacturing date = mar 19, 2004. Corrected data: corrected to (B)(6) years old; (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
01/05/2016 update: etq complaint update associated with netreg complaint #(B)(4) catsweb (cw) complaint #(B)(4). Reason for cw #7152: neck pain, upper extremity pain, and revision surgery. New information received: radiology imaging, other relevant history, device information. This is mw follow-up #3.